Event description:
During a coronary angiogram, a perclose prostyle suture-mediated closure system was used to close femoral vessel. A perclose prostyle 6f was inserted into patient and did not deploy, the groin sheet was removed, and hemostasis achieved using angio-seal vip 8f.